Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced the low blood glucose of 41 mg/dl. Customer also had blood glucose of 54 mg/dl. Customer was neither in the emergency room nor admitted. Customer did not experienced the any symptoms related to the low blood glucose. It was reported that customer was unable to enter auto basal. Troubleshooting was declined for the low blood glucose. The customer was treated with the glucose. The insulin pump will not be returned for analysis.